Manufacturer narrative:
Concomitant products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that there was a possible pump and catheter malfunction. The adverse event was under dosing and over dosing of baclofen, with symptoms of persistent spasms, increased spasticity, severe itching, and fainting. A refill was performed on (B)(6) 2015. On (B)(6) 2015, a technically successful fluoroscopic guided myelogram was performed. Themyelogram did not show any malfunction so we will not know if the catheter was kinked or dislodged until surgery observation. The patient began having problems on (B)(6) 2015, but nothing was severe enough for them to want or need surgical intervention until her emergency room (ER) visit on (B)(6) 2015. The patient decided to wait/leave the ER "ama" on (B)(6) 2015 and (B)(6) 2015, but on (B)(6) 2015 the entire system was replaced. It was noted as related with moderate severity. This event resolved without sequelae on (B)(6) 2015. If additional information is received this report will be updated.